Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance in procedure and patient made a mistake during therapy. The patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1 gram stat, once; route not reported), injection fortum intraperitoneally (1 gram, once a day) and injection reflin (1 gram, once a day for 12 days; route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.